Event description:
Vns pt underwent revision surgery to reposition the generator due to device migration. It was reported that the pt had previously undergone gastricbypass surgery and had subsequently lost a great deal of weight. Neurosurgeon indicated that the pt had lost over 100 pounds and that pt's large subcutaneous tissue layer decreased significantly, causing the generator to migrate. The pt is reportedly doing well following the revision surgery.